Event description:
A surgeon reported that during surgery when the viscoelastic was being aspired the tubing of the cassette or the handpiece clogged. The event resulted in a capsule bag rupture. No additional information is expected. This is one of two medical device reports being filed for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No additional information from the reporter is expected. 2028159-2014-00552 .